Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Concomitant medical products: 419378 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have had an electrical reset. The device switched to nominal settings yet battery voltages did not indicate that the device had reached elective replacement indicator (eri). It was also reported that the patient is pacing dependent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.